Manufacturer narrative:
Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures the instrument was fully functional. The instrument was found to have the snake wrist cover torn. The tear measured roughly 0.02435"- 0.2670". Visual inspection displayed no signs of missing fragments. This causes the instrument difficulty to remove from the system.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler was not able to be removed easily and when it was removed the sheath was ripped. There was no allegation of any fragment falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.